Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
Customer reports the reflector prematurely deployed while advancing through dense breast tissue. They did not think it was unlocked or the button was loose.